Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy mitek has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that a patient who had an acl procedure done back on (B)(6) 2017 using an acl disposable kit. The patient went back to the doctor complaining of pain and discomfort on an unknown date. An x-ray was performed, showing that the tip of the nitinol wire from the kit had broken off and was migrating in the patient. A re-surgery was performed on (B)(6) 2017 to remove the broken piece which was successful by using a grasper. The sales rep could not provide a lot number for the device or any additional information. The broken piece will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. Visual inspection confirmed that the device was broken at the tip. The material did not shear evenly, suggesting that an excessive amount of force was applied to the tip causing the breakage. It appears the surgeon was using the device as a lever, causing the tip to break. Therefore, the root cause of this event can be attributed to device misuse. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy mitek has been informed that the lot number is not available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not availabe for the initial medwatch, a follow-up medwatch will be filed as appropriate. A1, a2, a3: patient identifier, age and gender were unknown on the initial report; and have been updated accordingly. H10 correction narrative: h6, h10: the investigation summary has been updated to reflect the correct information. Investigation summary the device was received and evaluated. Visual inspection confirmed that the device was broken at the tip. The material did not shear evenly, suggesting that an excessive amount of force was applied to the tip causing the breakage. It appears the surgeon was using the device as a lever, causing the tip to break. Therefore, the root cause of this event can be attributed to device misuse. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The lot number is unknown.

Event description:
The sales rep reported via phone that a patient who had an acl procedure done back on (B)(6) 2017 using an acl disposable kit. The patient went back to the doctor complaining of pain and discomfort on an unknown date. An x-ray was performed, showing that the tip of the nitnol wire from the kit had broken off and was migrating in the patient. A re-surgery was performed on (B)(6) 2017 to remove the broken piece which was successful by using a grasper. The sales rep could not provide a lot number for the device or any additional information. The broken piece will be returning for evaluation.